Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with needle hub separates from syringe.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g walgreens syringe in an open poly bag from lot # 6165970. Customer states that the needle hub separated from the syringe. The syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch# 6165970. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200646723] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA 97451 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd¿ syringe with needle there was an issue with needle hub separates from syringe.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch#: 6165970. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200646723] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with needle hub separates from syringe.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported with the use of the unspecified bd¿ syringe with needle there was an issue with needle hub separates from syringe.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with needle hub separates from syringe. Medical device brand name: bd insulin syringe with bd ultra-fine¿. Common device name: insulin syringe. Medical device catalog#: 928851. Medical device lot#: 6165970. Medical device expiration date: 6/30/2021. Unique identifier (UDI) #: (B)(4). PMA / 510(k) #: k941657. Device manufacture date: 6/13/2016.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with needle hub separates from syringe.